Manufacturer narrative:
The returned device was evaluated and the inspection of the soft cannula found no bends or kinks. No timeouts or drive stalls were seen in the download data. Fluid was able to freely flow through the fluid path. The fluid path was tested for leaks and no leaks were found. Inspection of the device found no issues that would contribute to skin irritation or swelling. The cause of the reported skin irritation and swelling could not be determined.

Manufacturer narrative:
The device has been returned/received to date, but is pending investigation. A supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 267 mg/dl while wearing the pod between 4 and 24hours. When removed from the infusion site (back), the pod's cannula was found bent. It was also reported that the site was red and swollen. As treatment, the patient was waiting for the insulin to be room temperature before activating another pod.